Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at .48 mg/day) via an implantable infusion pump. It was reported that the patient loss therapy over the past 4 years; the exact date was unknown. There were no environmental/external/patient factors that may have led or contributed to the issue. An unsuccessful dye study was performed in clinic and a catheter revision was performed. The explanted catheter was discarded of. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.